Event description:
Non reportable event received april 17, 2008. Consumer stated... Used dental floss in mouth and part of her tooth came out. Dentist was not contacted. Medical bill received july 22, 2008. July 31, review determined as serious injury requiring dental repair.

Manufacturer narrative:
Appearance of sample received met standard.